Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient was admitted to an outside institution to be evaluated for thrombus. The patient underwent a CT scan; however, no additional information for thrombus was provided. The patient then experienced an ischemic stroke and expired on (B)(6) 2020. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hmii lvas IFU lists device thrombosis and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to ischemic cerebral vascular accident (cva). The patient was being evaluated for pump thrombosis.